Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. Review of the device logs showed occurrences related to the customer's report. Internal inspection of the device discovered foreign substance inside the transducer flow screens. The transducer flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a " compressor fault 3001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.